Event description:
The customer reported the system's images were not being saved. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image directory was erased. The system was then found to be working as intended.